Event description:
It was reported that the unit was found to have blackening on the interior and exterior of the hose. The unit was removed from use. No pt was affected and no adverse consequence or clinically relevant delay in treatment was reported.